Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 2.0 nav catheter during procedure to treat a persistent atrial fibrillation (a fib), which is off label use, presented a guidewire stuck. As physician was trying to access the right superior pulmonary vein (rspv) with the guidewire stated the wire would not advance forward. Looked under fluoro and noticed the catheter was deformed. Pulled out the catheter an noticed the lumen of the catheter at the tip was kinked. The catheter was replaced. Then the procedure was completed without patient complications. The device is retained by the customer.